Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was received with evidence of full deployment. It was also noted that the clip assemby and the outer sheath were not returned. Microscope examination was performed on the bushing and noticed it had one hit in the hook. Dimensional examination was performed on the outside diameter of the bushing, and it was confirmed within specification. No other issues were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cardia and stomach during a multiple polyps of cardia emr, erosive gastritis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the tip of the device fell off automatically. The procedure was completed with a different device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had a hit in the hook; therefore, this is now an MDR reportable event.